Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between (B)(6) 2022 at the ems and bonaduz sites. Reported by user outside the us. Report reference (B)(4). It was stated by complainant "the patient ventilated for covid pneumonia with bacterial superinfection causing purulent secretions. The patient's cough causes a rise in secretions which modify the operation of the patient's proximal flow sensor. The ventilator switches to pressure mode and does not deliver the ventilation prescribed and set by the doctor. A temporary solution was found by protecting the flow sensor with an hme filter which deprives us of optimal humidification by a heated humidifier and increases the instrumental dead space. " the issue is not likely to be serious to public health but is likely to cause serious injury or death to patient. Furthermore is the issue not likely to be serious to public health but could cause serious injury or death if it were to reoccur.

Event description:
Patient ventilated for covid pneumonia with bacterial superinfection causing purulent secretions. The patient's cough causes a rise in secretions which modify the operation of the patient's proximal flow sensor. The ventilator switches to pressure mode and does not deliver the ventilation prescribed and set by the doctor.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems no, 2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a user error. There is no correction needed. There was no patient or user harm.

Event description:
Patient ventilated for covid pneumonia with bacterial superinfection causing purulent secretions. The patient's cough causes a rise in secretions which modify the operation of the patient's proximal flow sensor. The ventilator switches to pressure mode and does not deliver the ventilation prescribed and set by the doctor.